Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a minicap transfer set and it was further described that a patient had delays in therapy that were greater than 72 hrs, (hours) but not consecutively¿. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient was treated with heparin intraperitoneally for fibrin on a maintenance regime, which slowly resolved over 2-3 months. No additional information is available.